Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated. Calibration results were acceptable with no alarms. Quality controls recovered within the customer¿s established ranges prior and after the date of the event. On the date of the event, quality controls were out of range. The sample centrifugation time may have been shorter and the speed may have been higher than recommended by the tube manufacturer. Upon review of the alarm trace, multiple sample short and abnormal aspiration alarms were observed. These are indicators of possible poor sample quality. After service intervention, the issue did not re-occur. The investigation determined the service actions performed resolved the issue. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer performed checks on the instrument. He verified all washes and pressures. Cuvette fill levels and vacuum were acceptable. The customer performed precision testing with acceptable results. The field service engineer then replaced the reagent probes and performed adjustments. The customer ran quality controls. All results were within specifications. The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the crep2 (creatinine plus ver. 2) assay on a cobas 8000 c702 module. On (B)(6) 2023, the sample initially resulted in a crep2 value of 6.3 mg/dl and repeated as 1.6 mg/dl. On (B)(6) 2023, a second sample, collected from the same patient was tested in a different laboratory on a cobas c501 module, resulting in a crep2 value of 1.2 mg/dl. The rerun result was correct.